Manufacturer narrative:
The neuromonitor basic kit was returned for evaluation: device history record (DHR)- lot no. 178353, conformed to the specifications when released to stock. Failure analysis- the product was returned for evaluation. The complaint was confirmed and the cause was determined to be mishandling; internal wires are broken inside neck of connector, no transducer detected. Root cause- the root cause for "icp readings lost" reported by the customer was determined to be related to mishandling of the product ("excessive force applied to product" for example) and the sensor was damaged.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). The microsensor was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the icp readings were lost a week after the icp sensor was placed; therefore it was removed. No surgical delay nor adverse consequence to the patient reported.